Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicated patient underwent surgical intervention wherein the leads were replaced and therapy restored.

Event description:
It was reported, the patient's both leads were exhibiting high impedances in one lead and low impedances on the other lead. And unable to place in MRI mode. As such, surgical intervention is pending to address the issue at a later date.

Manufacturer narrative:
B3: date of event is estimated.